Manufacturer narrative:
The catalog number is distributed as a five pack, however only one screw broke. Without a product return, no product evaluation is able to be conducted. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported during a craniotomy for clipping, while inserting a screw into the plate, the screw head came off the driver. The broken head was lost in the patient's body. The surgeon cleaned in the body completely so that there were no remnants of the broken screw head. The shaft of the broken screw remained in the patient. The plate was fixed successfully with another screw of the same item number. The delay was less than ten minutes. The patient recovered well.